Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump of the heart lung console unexpectedly powered off. The device was used for the procedure. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.